Event description:
It was reported that during a laparoscopic lung resection procedure, while stapling the lung, prior to firing, one reload reportedly would not load onto the adapter. Moreover, another reload reportedly would not open and after firing of the third reload, it was locked on tissue and could not be removed and the reinforcement material reportedly did not release. The device was replaced to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: sigtrsb45axt, sigtrsb45axt 45mm xtr thk reinforced rel (lot#:n4l1612y), sigtrsb45axt, sigtrsb45axt 45mm xtr thk reinforced rel (lot#:n4l1612y), sigadaptstnd, sig power sigadaptstnd linear adapter (serial#:unknown), sigphandle, sig power sigphandle handle (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.